Event description:
Pt complained of continual pain in right temporomandibular joint. The right fossa-eminence prosthesis was explanted on 8/20/96. (This event was reported in MFR # 1721769-1996-00001). The physician elected to explant the left prosthesis on 9/3/96. In his opinion, the implanting surgeon improperly positioned the prosthesis, and had not properly seated the bone screws used to secure the prosthesis.